Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. On 23 nov 2021, the physician elected to cap and replace the lead. The patient condition was stable before, during, and afterwards.